Event description:
It was reported that the patient was explanted over 10 years ago due to an infection. Additional information regarding the infection is unknown at this time. The device history records for the patient's generator and lead were reviewed and sterilization prior to shipment was confirmed.

Event description:
Attempts for additional information from the physicians and the hospital have remained unsuccessful to date.